Manufacturer narrative:
The distributor replaced the carrier/com express board. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during the preoperative checkout, the unit indicated a system malfunction. There was no report of patient involvement.